Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse called the customer to troubleshoot the issue. The fse instructed the customer to lubricate the shaft for sample probe operation. The g8 analyzer was functioning as intended and the noise cleared. No further action required by field service. The probable cause of the event was that the sample probe shaft needed lubrication. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported receiving noise issues with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbalc patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbalc patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.